Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that when the cassette was attached the smiths medical cadd-legacy plus pump exhibited a "no disposable" alarm during use. No adverse patient effects were reported.